Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the dentist the patient has received an incorrect treatment plan. The left anterior crossbite has not been corrected, and there is a bilateral posterior open bite. The patient also noted occasionally tmj on left side jaw clicking, loose front left tooth was being impacted by the bottom teeth and was causing loosening. The dentist shaved down bottom teeth and now the situation has improved, front upper tooth has strengthened. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.